Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014, resulting in a hypoglycemic event. Patient relayed that her brother helped her eat a tub of frosting. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.